Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Corrections: evaluation summary: stylet the stylet was returned and analysis revealed that it had various bends and appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the stylet had a kink in the tip. The physician used it to position the lead in the right ventricle (rv) and felt a resistance when pulled out the stylet. The lead is still in use. No patient complications have been reported as a result of this event.